Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed, test strips were used and they tested positive and the machine alarmed. Estimated blood loss was 250cc's. Patient had no adverse effects. Sample has not ben returned to the manufacturer.